Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2010. 6984m, adaptor, implanted: (B)(6) 2010. Dtba1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high pacing, superior vena cava (svc) coil, and rv coil impedance. Initially reprogramming occurred, and then the lead explanted and replaced. No patient complications have been reported as a result of this event.